Event description:
It was reported that after an ablation for atrial fibrillation, the patient was noted to have a partial thickness burn appearing as if it was into the dermis, but not subcutaneous on the left flank of the lower back from where the grounding pad was for the procedure. The burn was treated with hydrogel, wound gel dressing, and gauze dressing with foam border. The patient was admitted overnight following the procedure for wound consultation and wound care to be administered. The patient was discharged the following morning with follow-up orders to receive outpatient wound care treatment (weekly). There was no difficulty during procedure, the surgical field was dry, the generator settings was 50w 60*c limits, and no alarms were activated, the burn was noticed after procedure due to patient intubation and unable to respond when burn took place. The generator and catheter used were non-medtronic devices. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".